Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded between 26.8 cm and 27.2 cm from the connector pin due to clavicular crush.

Event description:
It was reported that the r-waves had decreased since the patient's initial implant and capture thresholds had increased. During explant discoloration was observed with in the lead body.